Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported that the pt was having his device explanted due to exposure of lead with overlying granulation tissue of his left chest. The surgeon said he would be putting in a PICC line for IV antibiotics. Diagnostics of the pt's device were within normal limits. The battery was not at an end of service condition. Clinic notes received indicate that the patient's lead was irritating the skin. There was no drainage or pain at the site of extrusion at the collar bone. There was no believed pt manipulation of the site to have caused the event. Cultures were taken at the time of surgery, but results have not been made available. The lead was explanted and returned to the MFR for analysis, which has yet to be completed. The pt is expected to have the device re-implanted. Good faith attempts to obtain add'l info have been unsuccessful to date.